Event description:
It was reported to philips that system cannot be booted up, got stuck in the startup screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system log files remotely and identified errors related to the suite pc. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse replaced the suite pc. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system log files remotely and identified errors related to the suite pc. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse replaced the suite pc. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.